Event description:
As reported by the (B)(4) registry, the patient experienced a neurological event of mental status change due to global hypoperfusion during the index procedure. The patient also became hypotensive. The patient is a (B)(6) female who was enrolled in the (B)(6) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (l5). There was an occlusion in the contralateral carotid. The vessel was described as severely calcified. The rate of stenosis was 55%. An angioguard ((B)(4)/ lot 71111479) embolic protection device was deployed distal to the lesion. The lesion was pre-dilated with a 3.5mm balloon and a precise ((B)(4)/ lot 15344677) stent was deployed in the lesion. It was noted that the stent was really very underdeployed due to calcification and was post dilated with a 5.5mm balloon (non-cordis). During post dilation the patient suffered change of mental status due to global hypoperfusion. The patient responded when the balloon was deflated and pulled back. The onset was sudden. Recovery was full with no deficit. The patient also had some hypotension which was treated with neo-synephrine. The physician removed the angioguard and documented excellent results. At the end of the procedure the patient was totally asymptomatic without any neurological abnormalities. The patient was discharged the next day with aspirin and clopidogrel prescribed. The event was evaluated and determined to unrelated to the cordis product but related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00042 and 9616099-2012-00272.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced a neurological event of mental status change due to global hypoperfusion during the index procedure. The patient also became hypotensive. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the proximal left internal carotid artery (l5). There was an occlusion in the contralateral carotid. The vessel was described as severely calcified. The rate of stenosis was 55%. An angioguard was deployed distal to the lesion which was then pre-dilated and followed by implantation of a precise stent. It was noted that the stent was under deployed due to calcification and was post dilated with a 5.5mm balloon (non-cordis). During post dilation the patient suffered mental status change due to global hypoperfusion. The patient responded when the balloon was deflated and pulled back. The onset was sudden and recovery was full with no deficit. The patient also had hypotension which was treated with neo-synephrine. The physician removed the angioguard and documented excellent results. At the end of the procedure, the patient was totally asymptomatic without any neurological abnormalities. The patient was discharged the next day. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension, hypoperfusion and the resultant symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.